Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "ventilator inoperative" code was found in the ventilator's downloaded error log. The ventilator's software was re-loaded to address the issue. During the evaluation error codes related to the power supply and sensor board were observed. The device's sensor board and power supply were replaced to address the issues.